Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of type 3b endoleak with secondary procedure (explant). Clinical assessment also find substantial evidence to support the follow additional event; type 2 endoleak with secondary procedure (coil embolization), rupture of the left internal iliac artery at the index procedure that was treated with a limb extension being implanted, and aneurysm enlargement noted on (B)(6) 2017. The most likely cause of the compromised stent graft integrity was related to the strata graft material. The use of a compliant balloon in the iliac limbs likely contributed to the event. Associated clinical harms included: type 3b endoleak, aneurysm enlargement, and surgical conversion. The use of the compliant balloon in the left iliac limb extension and left common iliac artery (cautionary use and unintentional user error) resulted in the procedure related harm (at index) of the ruptured iliac. This was treated with coil embolization of the left internal iliac artery and extension into the left external iliac artery with an endologix limb extension. Additionally, procedure related harms at the index procedure included: hypotension and atrial fibrillation which were treated medically. Procedure related harms from the explant procedure included: abnormal blood loss (4 liters), hypotension and atrial fibrillation which were treated medically. There was no device related issue involving the type 2 endoleak, this cautionary product use condition, patent inferior mesenteric artery, likely contributed to the procedure related harm: type 2 endoleak. Final patient disposition was discharged home on post operative day six in improved condition following the explant procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with a bifurcated stent, a suprarenal extensions and four (4) limb extension. On (B)(6) 2017, the physician elected to explant the devices due to a type 3b endoleak. Endologix was made aware of this event on (B)(6) 2017. Patient was reported as doing ok and there have been no additional patient sequelae reported.